Event description:
Caller reported that the battery for the t: slim x2 pump was not charging. There was no adverse impact to the customer's blood glucose level reported. The customer continued to use the pump for insulin therapy.